Event description:
It was reported that the pump's battery was depleting too quickly, leading to a pump shutdown. The customer went to the emergency room (ER) with a blood glucose that was displayed as "high", although specific value was not provided and presented with ketones. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged a couple hours later at 1 am on (B)(6) 2026 with the issue resolved and no permanent damage. Ultimately, the customer reverted to an alternate method of insulin.